Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 460cc, catalog #3503460, lot #6629385. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(64) female underwent primary breast augmentation with a mentor smooth round high profile 460cc prosthesis. After the procedure, the patient noticed that one breast appeared smaller than the other, and deflation was suspected. A mentor smooth round high profile 460cc prosthesis with serial number (B)(4), were implanted during the patient's breast augmentation; however, it cannot be confirmed which device deflated. At the time of this report, mentor has received no information regarding explant date; however, future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that as the result of the right breast prosthesis deflation, the patient underwent bilateral removal and replacement with mentor smooth round high profile 460cc saline, catalog #3503460, sn #(B)(4), and mentor smooth round high profile 460cc saline, catalog #3503460, sn #(B)(4), on (B)(6) 2018. Device investigation summary: upon receipt to mentor, the device was received with cloudy gel . White material was observed within the device and white and black material on the shell surface. The device was received severely rented, the rents were within an area of siltex cracking, shell wear was also observed. No other anomalies were observed. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. There is no evidence that the issue is related with manufacturing the device history record (DHR) of lot number 6629385 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. While the device has been received, the date of explant is unknown at this time. (B)(4).

Manufacturer narrative:
On 2/15/2018 the serial number of the impacted product was received. (B)(4).

Manufacturer narrative:
Upon receipt to mentor, the device was received with cloudy gel. White material was observed within the device and white and black material on the shell surface. The device was received severely rented, the rents were within an area of siltex cracking, shell wear was also observed. No other anomalies were observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline breast prostheses. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary previously submitted was corrected by the failure analysis lab. The investigation of the returned device was re-done by the failure analysis lab on 4/2/2019. Device evaluation summary: it was reported that a 32-year-old female underwent primary breast augmentation with a mentor smooth round high profile 460cc prosthesis. After the procedure, the patient noticed that one breast appeared smaller than the other, and deflation was suspected. Upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).